Event description:
Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).

Manufacturer narrative:
The ventilator was not investigated by our field service engineer since the user facility performs repair and service by themselves and did not request any service. No ventilator logs have been provided and no parts were returned for investigation. Information about the current status of the ventilator has not been provided. Since there is no information about performed troubleshooting or repair by the hospital, it is not possible to determine the root cause of the reported drift in o2 concentration. It is also not possible to confirm the reported event since no device logs were received for investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018033. Getinge USA sales, llc (B)(4). Contact person: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, the o2 concentration was drifting. There was no patient harm. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).